Event description:
During baxter's functionality testing it was found that a spectrum pump does not recognize a closed door. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "pump does not recognize a closed door" was confirmed and reproduced as a door not fully latched alarm during evaluation. The alarm was caused by a failed lower link switch. The lower auxiliary assembly (including the link switch) was replaced.